Event description:
Patient active in the proact (pas) study. Patient was seen in radiology for a interventional radiologist (ir) drain placement followed by an ir sclerotherapy of lymphocele. Patient developed a fever a couple of days following the ir procedure and presented to the ER. Pt. Prescribed flagyl for treatment.